Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04996. It was reported the patient no longer had effective stimulation. The sjm representative met with the patient and determined there were multiple contacts with invalid impedances. It was reported the patient received abdominal stimulation when the valid contacts were reprogrammed. The physician had ordered x-rays to be taken. Follow up identified the physician may undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.